Manufacturer narrative:
(Other) - vital signs dropped. Facility technician verified that the alarms are working properly. A device investigation by fresenius has been arranged.

Event description:
A dialysis facility reported that the arterial line separated from the catheter and the arterial chamber emptied during a hemodialysis treatment. The machine did not alarm until the level in the venous drip chamber dropped. The staff gave saline through the catheter venous port and a called a code due to vitals dropping and loss of blood. No additional information could be obtained. Messages were left with the nurse but no response so far. There is conflicting information regarding the loss of blood and arterial line-catheter separation. The arterial pressure readings and alarm limits are unk. Due to lack of information, it could not be determined if an arterial pressure alarm should have occurred or not.